Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the right atrial (ra) lead. The impedance spikes started in (B)(6) 2018 and have since become more frequent. The values spike to greater than 3000 ohms. At this time, the patient is being monitored and the system remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.